Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an insulin occlusion alert after a meal announcement while using a contact detach infusion set, which resolved only after replacing the connector, tubing, and infusion site and then filling the cannula. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included troubleshooting and user education with guided replacement of the infusion set components and verification of drops through the tubing prior to insertion. Investigation of this case revealed an occlusion related to the infusion set that was resolved with a complete supply change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion addressed through replacement of the affected disposable components.